Event description:
It was reported the high flow insufflator was not working and the display was blacking out and there was an abnormal sound emitting from within the device. The issue was found during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.